Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter adapter / connector defective / damaged. The patient was admitted to the hospital because of a tumor. On (B)(6), the infusion was broken and oozing at the y-port of the indwelling needle during the night infusion, so the infusion was stopped immediately, the broken needle was pulled out, and a new needle was reinserted into the left lower extremity, and the infusion was renewed normally.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event.

Event description:
No additional information provided.